Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The central lumen was kinked at approx-imately 27.6cm from the distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The reported device was expired during the time of use. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing proce-dure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with a crossover leak between the iabc heli-um pathway and iabc central lumen. Further testing was performed to locate the leak site. The iabc bladder was filled with water and air was injected into the iabc central lumen using the lab inv entory syringe while the iabc distal tip was blocked off. Upon inspection, the central lumen was noted damaged at the location of the previously noted kinked central lumen. No other leak sites were noted. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 3cm from the iabc distal tip. Some blood was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 5cm from the iabc luer. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon not inflated" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken which can cause the inability for the iabc bladder to fully inflate. Based on a review of the device history record (DHR), the prod-uct met specification upon release; however, the specifications were not met during the com-plaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon not inflated". Additional information states the iab catheter was removed and replaced with a competitors balloon. No patient injury or consequence reported. The patient's current conditiion is reported as "fine". Please see associated MDR#: 3010532612-2025-00519.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon not inflated". Additional information states the iab catheter was removed and replaced with a competitor's balloon. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00519.

Event description:
It was reported "balloon not inflated". Additional information states the iab catheter was removed and replaced with a competitors balloon. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00519.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "balloon not inflated" is not able to be confirmed. The product was not returned for investigation. The reported device expiration date had passed prior to the event date. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.